Event description:
On 01/24/2000, the account reported a hemoglobin result of 8.1g/dl. The physician questioned the result. The sample was repeated and was 11.6g/dl. There was no impact to pt mgmt. The customer stated that low and normal controls were out of range, but still reported results.